Event description:
The customer stated that she received some erratic readings. She took back to back readings and had the following results: 345, 412,105, and 160 mg/dl. The difference between the readings fall in the "c" zones of the parkes error grid, making the differences clinically significant. The customer did not adjust medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.